Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that about 3 months ago, the patient developed a rash and itching at the implant area, and that it has now spread all over her body. It was also reported that the lead wires are poking the patient's skin. The patient also mentioned to her physician, in a joking manner, that she wonders if the device battery is leaking acid inside her. The device, and both leads remain in use. No further patient complications have been reported as a result of this event.